Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. The patient stated that the ¿stimulator decided to go south.¿ it was reported that the controller was not doing anything and was frozen on screen 62 ¿please wait¿¿ the patient removed and replaced the controller battery and the issue was resolved. The patient clarified that the stimulator going south meant it stopped working. The patient couldn't remember the problem. The patient reported that recharge antenna was fraying and coming apart. No symptoms or complications were reported.